Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant using a large flexnav delivery system (ds). The anatomical sizing of the patient is: diameter of valsalva l:31.5mm, r:30.1mm, n:32.0mm, height of valsalva l:17.5mm, r:20.0mm, effective orifice area 425.3 mm2, perimeter of annulus 74.7mm, ascending aorta diameter 29.9mm, and length of membranous septum 2.0mm. There was no calcification confirmed from the annulus to the sub valvular to lvot. The valve was able to be successfully implanted at a depth of n3mm,l5mm. On (B)(6) 2025, the patient was discharged with bayaspirin. On an (B)(6) 2025, the patient suddenly deteriorated and passed away due to cardiac arrest. CT was performed and showed no abnormal findings around the heart. The physician stated that the cause of death is unknown, but there is a possibility that it was due to hypothermia.

Manufacturer narrative:
The device was not returned for analysis. An event of death and cardiac arrest was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications.the event was reviewed by an abbott director of medical affairs. Based on all available information, causes for the reported death and cardiac arrest could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant using a large flexnav delivery system (ds). The anatomical sizing of the patient is: diameter of valsalva l:31.5mm, r:30.1mm, n:32.0mm, height of valsalva l:17.5mm, r:20.0mm, effective orifice area 425.3 mm2, perimeter of annulus 74.7mm, ascending aorta diameter 29.9mm, and length of membranous septum 2.0mm. There was no calcification confirmed from the annulus to the sub valvular to lvot. The valve was able to be successfully implanted at a depth of n3mm, l5mm. On (B)(6) 2025, the patient was discharged with bayaspirin. On an (B)(6) 2025, the patient suddenly deteriorated and passed away due to cardiac arrest. CT was performed and showed no abnormal findings around the heart. The physician stated that the cause of death is unknown, but there is a possibility that it was due to hypothermia.